Event description:
A complaint was received from a customer that reported that the display is showing all "3's" instead of all "8's". A request was made to return the system for evaluation. In the meantime a replacement unit has been provided.